Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device approaching eri exhibited noise on the atrial and far-field channels. The patient is in chronic af and due for generator change out. All other measurements are stable. Session records were requested for further investigation. Possible lead damage due to noise was also suspected. The device was explanted and replaced. The lead was capped and replaced. The patient was stable post-procedure.